Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving clonidine 40.0 mcg/ml; 25.986 mcg/day, bupivacaine 10.0 mg/ml; 6.496 mg/day and dilaudid 2.0 mg/ml; 1.2993 mg/day via an implantable pump. Indication for use was failed back surgery syndrome, lumbar radiculopathy and spinal pain. The date of the event was approximately (B)(6) 2017. It was reported the patient experienced pain at the pump implant site and it was determined the anchor stitches were ripping. The pump was turning a little bit. A fluoroscope was done recently and there were no issues with the connections. The patient wore a band to keep the pump from turning. The patient was redirected to follow up with their healthcare provider. No further complications were reported.